Event description:
In august 2005, the reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was prompting the error 4 message. The medical affairs specialist spoke with the reporter the next day to verify/obtain information. The patient has been suffering from strip throat infections throughout this year. Patient was advised to test 88 to 10 times daily, however, the reported meter and their back up meter had only been prompting error messages with every testing attempt. The patient had been also testing on their neighbor's meter, when available. The patient also has a third back up meter, which is functioning properly and kept at school. A weekend day in june 2005 the patient had been experiencing symptoms of hyperglycemia, such as, vomitting, high ketones, fever, lethargy, sleepy, and frequent urination. Since the incident occurred early in the morning on a weekend and they had no access to the functioning meter at school or the neighbor's meter, the patient was rushed to urgent care at 7:15am. Prior to leaving the house, attempts were made to test with the reported meter and error 4 messages were obtained. No actions were taken following the attempted use of the meter that would affect their blood glucose levels. The urgent care meter read 396 mg/dl. Patient was administered insulin and antibiotics for their strip throat. Patient had been taking novolog r and n on a sliding scale regimen based on their neighbor's meter, while at home, and on their pack up meter, while at school. Patient does not suffer from any other health conditions. The reporter was unable to provide further information relating to the incident. This complaint is reported as an adverse event, lack of a glucose readng may have contributed to injury/medical intervention.